Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the lower anterior abdomen using a cooladvantage coolcore contour applicator and to the flanks using a cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) to the treated areas 5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as firmer than surrounding tissue and bulging. Both areas were visibly enlarged and palpable, firmer tissue.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the lower anterior abdomen using a cooladvantage coolcore contour applicator and to the flanks using a cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia (pah/ph) to the treated areas 5 months after treatment, diagnosed on (B)(6) 2018. Tissue described as firmer than surrounding tissue and bulging. Both areas were visibly enlarged and palpable, firmer tissue.

Manufacturer narrative:
E1 phone number continued: (B)(6). E1 address line 1 continued: (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.